Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One processor pca was returned for failure analysis. The reported problem was duplicated during testing in the lab. The therapy connector j16 was found to have pins that were lifted, which caused the failed defib. Test during op check.